Manufacturer narrative:
The 27 gauge flex tip laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was attempted to be inserted through a 27 gauge trocar cannula and became stuck, replicating the reported event. A closer visual inspection under microscope revealed unknown foreign material on the cannula. The sample¿s outer cannula diameter was measured. With the min/max values of 0.0160-0.0165 inches, the sample¿s outer cannula diameter was measured to be 0.01625-0.01660 inches, not meeting specifications. The sample was sent out for analysis to determine the identity of the unknown foreign material. There were 186 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a probe got caught in the trocar cannula and could not be inserted during a surgical procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.